Event description:
It was reported that during routine check, the system98 intra-aortic balloon pump (iabp) units ECG in not coming on the display. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions initial reporter address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that the unit is working satisfactorily. No problem found. Unit is handed over to the customer in working condition.